Event description:
This report summarizes 2 malfunction events where a midwest e mini 1:5 high speed contra angle attachment handpiece would not hold burs. No injury resulted.

Manufacturer narrative:
1 of 2 devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of 1 device found chuck wear and lack of maintenance. The device were cleaned of debris and the turbines were replaced. The device were repaired and returned to the customer.